Event description:
It was reported that the patient presented for an implant procedure. During the procedure, device interrogation revealed that the left ventricular (lv) lead exhibited noise. The lv lead was subsequently removed, and it was observed that the tip of the lead was deformed. As a result, the lv lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.